Event description:
Customer complaint - limited data available. "Customer complaint: just purchased your blood glucose monitor off amazon. I started doing back to back checks to check accuracy because the numbers seemed concerning. I would go from 180 and immediately I would do another check using a new strip and it would be 130. Next one would be dramatically different than that. I don't think this monitor is working."

Event description:
Customer complaint: limited data available. The customer stated that their monitor was providing inaccurate readings. They started doing back to back checks to check accuracy beause the numbers were concerning. The results would go from 180 and immediately jump to 130.